Event description:
The facility reports the resident slipped through the sling by raising her arms over her head. It was reported the resident was being lifted off the bed and was raised about 4 - 6 inches when the incident happened. The resident landed in a sitting position on the bed. No injuries were reported. (B)(4).